Event description:
The pt presented with a 14 mm unruptured intracranial diagnosed following investigation for non-specifc symptoms. Dsa/3d angiograpy confirmed a 14 x 11x 11mm left internal carotid aneurysm at the posterior communicating position and no left p1 segment. No other aneurysms were uncovered. The pt has no other significant history, no medication and no allergies. The pt was started on aspirin 1 daily and plavix 75 mg daily, 1 week before treatment date in case a neuroform stent was required. On day of procedure, the pt received idc gentamycin and was fully heparanised throughout (7000 units bolus +1500 units/hour) with act targets of around 300. Angio-seal at completion with IV keflin. A 7fr sheath, 7fr guider soft tip, excelsior sl-10 microcatheter with a synchro-14 guidewire were inserted into the right common femoral artery. A total of 22 coils were deployed within the aneurysm. Coiling electively ceased as a dense coil ball had been created. Some peripheral spaces were present, but were not accessible with the guidewire. The inflow zone was felt to be protected and much of the contrast filling was slow and stagnant. It was felt that there was a significant chance that any open areas of the aneurysm would close once heparin and plavix were ceased. Pt awoke from anesthesia with no deficit. The pt reported fevers in days 1-3 after coiling, non specific malaise day 2 worsening on day 3. Grand mal seizure, query day 4. On MRI showed the aneurysm indenting the medial temporal lobe, which was pre-existing, plus edema in the temporal lobe, which was felt to be new. No source for the fever was found despite screening. The pt seems to be recovering on anti-convulsants. The physician does not believe that there is a relationship between the device performance and the reported event.

Manufacturer narrative:
The subject device is not available for evaluation, because it was implanted in the pt. A review of the device history record will be performing by the manufacturer and a supplemental report will be submitted at this time.